Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low bg was unknown. The customer attempted to resolve the low bg by consuming carbohydrates, but ended up receiving third party assistance from paramedics, however the customer could not remember how the paramedics addressed the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.